Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the system has failed blood pressure calibration and an analysis was performed. There was reportedly no patient involvement. A functional analysis was performed and identified the system has failed blood pressure calibration. The blood pressure calibration was done, which resolved the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that a blood pressure calibration failure is being displayed during the equipment self inspection. There was no patient involvement.